Manufacturer narrative:
On 2-oct-2023, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and while attempting to advance the catheter there was resistance from the heart. Catheter advancement was attempted multiple times into the right atrium. The medical team didn't attempt to manipulate the catheter. The medical team pulled the catheter out of the body and it appeared that the tip of the catheter has a knot in it; it appeared as if the distal end was bent after removal. The catheter had been stuck in a contracted position. Upon replacing the catheter the issue was resolved and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and deflection test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the device was bent; however, no knot / stuck condition was observed. A deflection test was performed, and the curve was deflecting within the specifications. No deflection issues were observed. Device history record was performed for the finished device e8460672 number, and no internal actions related to the reported complaint condition were identified. Since the tip was found bent, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of this failure could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and while attempting to advance the catheter there was resistance from the heart. Catheter advancement was attempted multiple times into the right atrium. The medical team didn't attempt to manipulate the catheter. The medical team pulled the catheter out of the body and it appeared that the tip of the catheter has a knot in it; it appeared as if the distal end was bent after removal. The catheter had been stuck in a contracted position. Upon replacing the catheter the issue was resolved and the procedure continued. No patient consequences were reported. The catheter stuck in a contracted position is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).